Event description:
It was reported that the right ventricular lead observed noise on the marker channel. The noise could not be recreated in the clinic during testing, but 24 v-v short intervals of oversensing were seen on the counter. During the next follow-up visit, the event was easily recreated multiple times. The sensing was changed and ventricular fibrillation number of intervals to detect was also changed, which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 1 - vf=150 ms average v-cycle on (B)(4)-2011 at 06:42:47.